Manufacturer narrative:
After further review of the complaint, it was determined report was filled out incorrectly in the initial complaint.

Event description:
The help line explained that the alarm was caused by the infusion set and or reservoir connection. The customer was advised to replace the infusion set and reservoir however; the customer's mother stated that she changed the infusion but used the same reservoir. The customer's mother reported its working fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer 's mother reported via phone call that her son was hospitalized for diabetic ketoacidosis and that his insulin pump was having no delivery issues prior to the hospitalization. The patient's blood glucose at the time of admission was 362 mg/dl. The customer began to feel ill as a result, and he was treated with an insulin drip. Troubleshooting was initiated for the no delivery issue. A prime was performed with the same set and the insulin pump alarmed no delivery. The customer removed the reservoir, rewound the insulin pump, and reinserted the reservoir; the customer used a plunger to push insulin through but there was greater resistance than normal despite insulin exiting. The customer was advised that the no delivery alarm was caused by an infusion set or reservoir occlusion. However, no products were returned or replaced.